Event description:
It was reported to medtronic minimed that the customer experienced cracked display in insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-1712kl was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with missing segment/partial display. Unable to perform self-test due to partial display. P-cap locks properly into the reservoir compartment. Unable to download history files and traces due to partial display. Pump was cut open to perform visual inspection and found cracked glass on pcba 1. The following were noted during visual inspection: cracked glass, bleeding, pillowing keypad overlay, stained keypad overlay, scratched case and label damage (faded). Missing segments/partial display confirmed due to cracked glass. Cosmetic damage confirmed at display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.